Manufacturer narrative:
Device evaluation- the complaint component was returned and analyzed. The ams800 control pump was visually and microscopically inspected, and functionally tested. No leaks were found. The control pump was not functionally tested due to tissue contamination. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. The mechanical issue was not confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. This complaint was initially submitted to FDA via asr report q2 2017 and additional information- device return with analysis was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via MDR report.

Event description:
It was reported the patient had his artificial urinary sphincter pump component replaced as it would not inflate due to malfunction. No patient complications were reported in relation to this event.